Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, and granuloma.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV and "harden granuloma." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as surgical damage. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations were observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV and "harden granuloma." The device has been explanted and replaced.